Event description:
The problem was that, post procedure, the sidearm detached from the sheath hub. This led to bleeding out of the sidearm and the introducer needed to be replaced with another one. The separation of tubing appeared to simply be that the bonding agent on the tube where it connects with the sheath hub was not sufficient to stay in place and/or there was excessive tugging on the tubing to create the separation. This event occurred with another pt just a couple of days from this one with the same lot number. Neither event caused any problems for the pt. The account stated there was no excessive pulling on the sidearm.

Manufacturer narrative:
One 8f, 12cm, fast-cath hemostasis sheath (with detached extension tubing and stopcock) was received for evaluation. The cath-lock seal and nut were not returned. Two injection port adapters had been attached to the stopcock. A blood-like substance was present on the returned components. Suture-like material had been attached to the suture tie ring; the material detached during visual inspection. The extension tubing and stopcock were detached from the hemostasis hub. No visual anomalies were noted on the interior surface of the side port. The detached extension tubing had a solvent ring located 0.30" from the detached end, and solvent was noted between the ring and detached end. The sheath tubing was kinked at 4.55" from the distal tip (immediately distal to the strain relief sleeve). A sticky substance (with attached/imbedded foreign material), consistent with adhesive tape residue, was also noted on the extension tubing from the solvent ring to approximately 2.8" from the detached end of the tubing. Portions of the substance were located completely around the circumference of the tubing. The side port inside diameter measurement was within specification. The extension tubing, inside diameter and outside diameter measurements were within specification. One of the port adapters was removed and the components rinsed with water (to enable dimensional inspection). Solvent was noted on the interior of the side port, consistent with a mfg procedure. No add'l anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Internal corrective actions were implemented to address the solvent application during the mfg process. Operator retraining and awareness documented the effects of side port detachment, a s well as, the tolerances of the side port and tubing.